Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were alerts of 'high pressure' in the cadd pump during patient infusion and believed that there may been some kink in the line when the patient was at home. The reporter stated the pump said infusion completed with 0 ml left, however on inspection the bag did not look fully empty. There was no patient harm or adverse event reported.